Manufacturer narrative:
The event was confirmed by the technician through functional evaluation, disassembly and visual inspection. A bur was observed to be broken inside the attachment. The bur appeared improper size for the attachment and a non-stryker product.

Event description:
It was reported that during a procedure, a synthes bur was being used with a stryker micro drill medium straight attachment. The bur broke off and became embedded in the doctor's cheek. The injury was treated to prevent infection and permanent damage is not expected.

Manufacturer narrative:
Per instructions for use: ¿use only stryker-approved system components and accessories unless otherwise specified.¿

Event description:
It was reported that during a procedure a synthes bur was being used with a stryker micro drill medium straight attachment. The bur broke off and became embedded in the doctor's cheek. The injury was treated to prevent infection and permanent damage is not expected.